Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 7/30/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was received within the reported replacement lens¿ daisy wheel. A visual inspection of the lens shows traces of ovd on its surfaces. The lens was cut in half, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The complaint event could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no other complaints have been received for this po number. Product quality deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 4/11/2019 and 6/19/2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model zcb00 +18.0 diopter) was explanted from patient¿s right eye in secondary surgical procedure because of patient experiencing bad post op refraction/ acuity. There was no incision enlargement and no vitrectomy required. Reportedly lens with same model and higher diopter of 20.0 was used as the replacement lens for the patient. Additional information was received patient was stable at discharge. No further information provided.